Manufacturer narrative:
The customer's au5800 chemistry analyzer was evaluated, and the failure mode was identified as a defective buffer valve. Replacement of the buffer valve resolved the issue. (B)(6). (B)(4).

Event description:
A customer in germany reported the generation of erroneous ise (ion selective electrode) results on their au5800 clinical chemistry analyser. There was no report of change to patient treatment in association with this event. There were no reports of calibration issues prior to this event. The customer did not provide any examples of the erroneous results.